Manufacturer narrative:
Device returned the us service centre (parent company) it was visually inspected and decontaminated. The device was plugged in and charged fully before inspecting. The unit powered up without issue. It was power cycled a number of times without issue. All connections to the monitor were confirmed to be intact and secure per the manufacturer specifications. The device log file was reviewed as part of the investigation to help identify the cause of the complaint. It was noted that the device had an initial use on a patient from (B)(6) 2020 from 4.44am to 9.30 pm with initial dosage of 40 ppm for the first 11 hours. The device was recalibrated and returned to service on (B)(6) 2021 at 10.35 pm. Therapy stopped at 11.42 pm. Approximately 1 hour later the device was turned back on but shut off before the system check could be completed. The next day, (B)(6) 2021 the device was powered on and passed all system checks. This aligns with the information provided by the customer. It was noted in the log review that the battery level was 99% on start of therapy on (B)(6) 2021 bu fell to 53% at 11.42 pm. While the unit battery is still in testing at this time, this is suspected to be the cause of the failure. The battery failure may have been caused by plugging the device into an incorrect high voltage outlet in the hospital.

Event description:
Customer reported that a noxboxi device was being used in therapy on a patient and during therapy the screen went blank and the device stopped providing therapy. A replacement device was on hand, no harm to patient was reported.